Event description:
Caller reported cartridge alarm 20 and indicated that their blood glucose level was high, though the specific value was unknown. The customer administered a correction bolus via the pump and did not require third-party assistance. Technical support (cts) confirmed the occurrence of cartridge alarms with consecutive cartridges and decided to replace the pump. The customer was notified that they would receive a pump with updated software, and they understood the need to program their settings and connect their cgm to the replacement. Instructions were given on how to store and return the problematic pump to avoid charges.